Event description:
Implant fracture (collar), implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used - removal of implant with instrument 3.03.301.